Event description:
Product surveillance spoke with the home patient (hp) on (B)(6) 2012 regarding two check supply line (csl) alarms. For both alarms the hp stated that the causes were green 6l bags. For the (B)(6) 2012 incident the hp finished therapy by restarting with all new supplies. Regarding the (B)(6) 2012 event, the hp finished therapy by adding a new bag to the unused line. The hp mentioned that in the past he has disconnected the faulty bag and attached a new bag to the same line. Writer explained that when hp does not change out all of the supplies he risks infecting himself and hp understood. Hp mentioned having a few check patient line (cpl) alarms but could not remember the exact dates. Hp stated that the alarms were corrected by either repositioning himself or by cycling power on the hc. There have been no other issues with therapy and there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.